Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was in pain 24 hours a day. It was stated when the patient went to the bathroom, 90 percent of the time when they urinated they felt like they needed to make a bowel movement. It was noted the patient¿s pain was located in their vagina and started right after surgery. It was stated the patient turned their device off and it eased the pain. It was noted the patient met with a doctor about a year prior to report. Reportedly, the patient stated the device had been shocking them since they had it. It was stated the patient had a discussion with their doctor about device removal but they wouldn¿t because of the patient¿s age. It was stated the patient was getting symptoms relief with pain and then later stated they were still wearing diapers 24 hours a day.